Manufacturer narrative:
(B)(4) - device 1 of 1.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets leaking at site events, 6 times a month for 6 months with recent event on 16-jun-2024. The infusion sets were in use for 3 to 4 days or less. The blood glucose level at the time of event was 210mg/dl and the patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.